Event description:
It was reported that the right ventricular lead exhibited high impedance and loss of capture due to lead fracture. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.